Event description:
On (B)(6) 2011, patient reported the down button on his infusion device is not functioning. Patient stated he was attempting to bolus which is how he realized the button wasn't working properly. Patient reported the button does not pop back out after being pressed. Patient stated the button is flat when pressed. No physiological effects were reported. The patient did not require assistance from the healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.